Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a finished loading alarm on the insulin pump. Customer's blood glucose was 500 mg/dl at the time of incident. Customer's blood glucose was treated with a manual injection. It was also found a prime could not be completed on the insulin pump. Customer also reported a failed battery test alarm occurred on the insulin pump. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. It was found the customer did not receive a failed battery test alarm at the end of troubleshooting. The customer declined to return the insulin pump for analysis.